Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip burned and the fiber broke at 16,834 joules. No pt injury was reported. The device was not returned for evaluation.